Manufacturer narrative:
Revascularization occurred in the lad (tv) with a balloon device. The patient recovered. The investigator assessed the event as not related to the device and remotely related to the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient suffered stent thrombosis approximately 7 months post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure an endeavor sprint drug eluting stent was implanted in the lad. Approximately 5 months post procedure patient suffered stent thrombosis in the target lesion and was treated with revascularization of the target vessel due to in-stent restenosis.